Event description:
It was reported that the patient lacked basic understanding of patient programmer use and the therapy. The patient states she was on program 1 at 0.60 volts with lightning bolt . The patient was walked through how to adjust down and states she was able to adjust 0.50 volts. The patient states outside of the bandage it hurts because the patient was pressing against it with her hand. The patient states she doesn¿t feel any stimulation when it was clarified if the stimulation sensation decreased. The patient was walked through how to turn off the patient programmer and recapped feeling vibration was expected but not intended to hurt and to adjust as needed. The patient states outside of her implant hurts right now and came on suddenly when she pressed against it with the detachable antenna. The patient states she pressed it but not that hard. The patient states when she touches the bandage it hurts sometimes. Caller education on patient programmer use resolved the reported issue. The patient states she has vibration in her left cheek. The patient states sometimes it was uncomfortable. The patient was asked if they had this vibration since implant and patient states yes s he has had. Additional information received reports the patient states she was at 0.50 volts on program 1 with lightning bolt. The patient states she can feel it really well at 0.60 volts and states at one time it was really high at 0.60 volts same setting and felt really high but the now setting same feels just right. The patient states she thinks it was just a matter of changing the voltage. The patient was asked when was that high sensation feeling and the patient replied last week and probably real sensitive because she just had surgery of implant. It was confirmed that the patient wanted to increase her settings today and that steps taken resolved the patients need and patient stated yes. The patient reviewed if that new setting doesn¿t work she will follow-up with the nurse again at her managing hcps (healthcare provider¿s) office. Caller education on patient programmer use resolved the reported issue. The patient states that hcp stated maybe they need to change the speed on the device because the patient doesn¿t feel the vibration hardly at all. The patient was asked if the stimulator system was taking care of the patient¿s symptoms. The patient replied not really and was up a couple of times a night and has a really bloated stomach. The patient was asked if that was new. The patient states yes before she had the device she was losing weight and seems more bloated and up until now has been having a period but may be menopause. The patient states she got up at night before she had the device. The patient states she hasn¿t had her period yet this month and still could get it. The patient states she has had periods up until now or was either on its way or might be starting menopause, she can¿t tell but gets bloated right before her periods. Additional information received reports the patient reports a loss of therapeutic effect. The patient states when she used the bathroom yesterday very little urine came out. The patient called her healthcare provider and healthcare provider told her to call manufacturer. The patient feeling vibration in her feet and legs started the day before reported event date. The patient reported pain in her head on the bottom left / middle felt the day before reported event date but states it has been happening for a couple weeks the patient reports stimulation in the wrong location. The patient tried program 2 and 4 and stated she was feeling stimulation towards her rectum. The patient changed from program 1 at 1.6 to program 3 at .5. It was noted when changing to program 3, the patient stated that her stomach was "sticking out." The patient stated that "sometimes her stomach does that." The patient changed to program 4 to see if that would make her stomach go back down but the patient stated it was still sticking out on program 4.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 3889-28, lot # va0jh4l, implanted: (B)(6) 2014, product type lead. (B)(4).